Event description:
This case required a 16 mm liner. The tibia cut was excessive as soon as completed. Pt is fine as the knee is well balanced with the 16 mm insert, but something is not right as this pt is a size 1 component.

Manufacturer narrative:
Method: production records, photos. Results: production records indicate lot was released with no discrepancies. Conclusion: indicates a planning error. Cut plane should have been raised by 2mm.